Manufacturer narrative:
Evaluation: drive linkage.

Event description:
It was reported by service report that the brakes do not hold, right rail damaged. It is unk if there was pt involvement or if there are adverse consequences to report.